Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient was preparing for her son's wedding when she noticed symptoms of dehydration. The cgm was showing 120 mg/dl. She didn't perform a fingerstick. An ambulance was called and the patient was brought to the emergency room (ER). At the emergency room, the patient's fingerstick blood glucose was reading 600 mg/dl while the dexcom was showing 90 mg/dl. The patient was treated with insulin intravenous (IV) and was diagnosed with diabetic ketoacidosis (dka). The patient was discharged the next day, on (B)(6) 2025. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.